Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
A consumer implanted for non-malignant pain reported stimulation wasn't working. A healthcare provider (hcp) further reported the consumer hadn't been using stimulation or the patient programmer (pp). It was unknown if the consumer had been charging the system or not. New batteries were put in the pp but nothing came up on the screen and it wasn't functioning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.